Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Device was monitored for 1 day. No unexpected no delivery alarm noted. Device uploaded properly using care link. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose at the time of hospitalization was unknown. The customer was treated with insulin drip, manual injection and insulin pump. Customer stated that the insulin did exit. The customer also reported that the insulin pump had no delivery alarm. The customer¿s mother also stated that the customer later again admitted on (B)(6) 2019 with blood glucose of 465 mg/dl. Customer declined to continue troubleshooting. The insulin pump will be returned for analysis.